Event description:
The patient was undergoing a coil embolization procedure in multiple vessels in the left hypogastric artery using a lantern delivery microcatheter (lantern), a non-penumbra select catheter and a guidewire. During the procedure, the physician successfully embolized one of the vessels using the lantern. The lantern was then removed and flushed on the back table. The physician then advanced the lantern through the select catheter to another vessel. While advancing the guidewire through the lantern, the physician noticed that the guidewire would not advance and the guidewire was outside of the lantern. Therefore, the lantern was removed. Upon removal, the guidewire was advanced again through the lantern on the back table. Subsequently, a separation was noticed on the lantern where the guidewire exited near the distal end of the lantern. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned lantern revealed that the device was fractured on its distal shaft. This damage typically occurs if the device is advanced against resistance during use. Based on the reported event, the root cause of this damage could not be determined. This damage likely contributed to the guidewire exiting the lantern before the distal tip during the procedure. The complaint reported that one of the vessels was successfully embolized using the lantern during the first pass. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.